Manufacturer narrative:
Date of the event: (B)(6) 201 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that patient had surgery that was not related to the device last wednesday and they had been experiencing symptoms since around the time of the surgery that have been worsening. Patient stated they wanted to know what an acceptable voltage level would be for their device implants. Patient stated that one of their implants reads 2.97v and the other voltage level reads 2.92v (for the left side of their brain implanted on the patient's right). The battery curve was reviewed for the device voltages when it leaves the factor at 3.2v, and that patient would see variability from 3.2v-2.9v, with the voltage stabilizing around 2.9v. It was also reviewed that the patient should consider getting the device replaced at 2.6v. It was reviewed with the patient that the status of the implants would not be verified over the phone because it would be a speculation, and redirected patient back to speak with the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event.